Event description:
It was reported that the patient experienced an increase in abdominal contractions. Catheter ablation occurred on (B)(6) 2007. It was indicated that surgical operation was required for the event. The device system delivered baclofen.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was later reported that the event was discovered after the clinical trial. A catheter disconnection was also reported.

Manufacturer narrative:
(B)(4).